Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was home when the patient's family member rushed them to the emergency department (ed) on (B)(6) 2017, as patient had been complaining of a "terrible headache" that had lasted 4 hours prior to going to ed. Computed tomography (CT) scan performed showed a right cerebellar hemorrhage in the anterior superior aspect of the cerebellum and international normalized ration (inr) in ed was 2.1. Patient was administered fresh frozen plasma (ffp) and vitamin k and was flown to another hospital, where another CT was performed, and cerebellar hemorrhage was confirmed. Inr upon arrival to new hospital was 1.6. Per site, patient was deemed "brain dead" upon arrival, and continued to decompensate once admitted. Palliative care was consulted, and the family decided to have care withdrawn on (B)(6) 2017, and patient passed away shortly thereafter. Family declined autopsy, therefore pump is still implanted and will not be returned, and site has disposed of peripherals. No further patient complications have been reported as a result of this event.